Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5097509. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number: 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect, and other emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings, or numbers on it. The following information was provided by the initial reporter: she has received some defective items in recent shipments (syringes that have no writing/numbers on them so no way to measure what she is drawing up; cassettes and mini spikes/ adapters that do not malfunction), setup second order for extra dme pt asked for to arrive same day as q-stylevial adapters missing from last week's order. No add'l adverse events, or side effects were mentioned due to product issues. Lots and expiration dates are unk.